Event description:
A surgeon reported that the knives from the pack are not sharp enough and generally has to ask for a new knife to complete the case. Add'l info provided indicated when perforating the cornea, the surgeon has to push down hard. As a consequence, some of the incisions leaked. There was no pt injury or harm as a result. This is one of three medical device reports being filed for this facility.

Manufacturer narrative:
The customer did not return product samples for eval or analysis. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause of the dull knife experienced by the customer could not be determined. (B)(4).